Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system was not providing effective stimulation. The physician explanted and replaced the leads with a different model. The patient receives effective stimulation which resolved the patient's issue. Note the patient had two leads from the same lot number.